Event description:
It was reported that the patient developed an infection in the groin. The physician believed that the infection was not device or procedure related. The patient was prescribed with antibiotics and is currently doing well. No further course of action will be taken at this time. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection in the groin. The physician believed that the infection was not device or procedure related. The patient was prescribed with antibiotics and is currently doing well. No further course of action will be taken at this time.